Event description:
Dealer alleges the left front and left rear legs bent inward and right front bent. Chair bent while end user in shower and when initially sat on. Unit purchased two weeks ago. No injuries, no further information provided.